Event description:
Patient had a left heart catheterization with angioseal. Post procedure revealed no dp or pt pulse. Left dp and pt present. Doppler performed and doctor called to assess the pulses. Patient taken back to cath lab and rt femoral artery accessed and a catheter was advanced to right iliac for contrast injection. Imaging confirmed foreign body possible blood clot or collagen from angioseal device. Patient was transferred out to another hospital.